Manufacturer narrative:
(B)(4). Batch # m52799. Expiration date: 12/23/2019. Manufacture date: 01/23/2015 . The analysis results showed that the tl90 device was received with the hook shroud opened by the seam and with the retainer pin missing and with two cartridges present. The cartridge (b) was received fully fired. The cartridge (c) was received fully loaded. No functional test could be performed due to the conditions of the returned device. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. It is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please describe the damage to the patient¿s colon. Were there any patient consequences as a result of the tissue damage? The damage is that they couldn¿t staple the rectum after the section. Implying a pelvic contamination with feces, whereas the surgery was a clean surgery until there. It also involves bleeding on the part of the meso that was unstapled. Use of another device to finish surgery. Important cleaning made by physiologic serum. How long was the procedure extended (minutes)? (B)(4). Were there any patient consequences a result of the extended or time? No. Was the post-op care changed for the patient? Prolonged drainage of the pelvis with antibiotics for 10 days with a risk of important pelvic abscess. What is the current patient status? Actually, good. Was a drain placed during surgery? The drain was placed after surgery. Did the patient receive a prolonged course of antibiotics or is 10 days the standard protocol for a colon procedure? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Will the cartridge be returned for analysis? Where within the controlled tissue compression scale was the indicator placed prior to firing?

Event description:
It was reported that during a colon procedure, the device worked properly with the first cartridge but did not staple with the second cartridge. The patient's colon was damaged, the operative time was extended and a resection of the damaged colonic edges was made. Anastomosis was performed with another device from another laboratory.